Manufacturer narrative:
Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem (B)(4). Use of cartridges not manufactured by tandem (B)(4) or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly customer reused cartridge. Tandem technical support educated customer on off label usage. Customer changed the syringe needle to resolve the issue. There was no adverse impact to customer's blood glucose level.